Manufacturer narrative:
(B)(4). A review of historical data found no other complaints involving an injury from the wash zone waste probe. Additionally, no adverse trends or product issues were identified for the wash zone waste probe. The architect I system service and support manual and the architect system operations manual provide adequate information regarding safety hazards including wearing of personal protective equipment and safety awareness where hazards may exist. Based on the results of this evaluation, there is no indication of a malfunction or deficiency of the architect i2000sr.

Event description:
The abbott field representative accidentally scraped his arm with the architect i2000sr wash zone waste probe during preventative maintenance. The wash zone waste probe had been removed from the system during maintenance when the abbott field representative reached for a screwdriver and scraped the underside of his arm. At the time of the event the abbott field representative was wearing gloves but his sleeves were rolled up. The abbott field representative is receiving the (B)(6) series due to the scrape with no additional report of impact to health.